Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states "feedback received on 4.5mm drill bit. User did not have 5.0mm anchors, as recommended when using 4.5mm drill bit. CAPA not required. Isolated incident, continue to monitor for reoccurrence."

Event description:
It was reported that the implant received a 1/5 rating for overall fixation. Feedback from the jot form indicated that the anchor did not hold in place when the drill was applied to the calcaneus, likely due to softer bone at the insertion site. It was noted that the site did not have any 5.0 anchors available. Suggestions were made to consider this issue in future planning.